Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and greater than 100 colony forming units (cfu) of enterobacteria, escherichia coli and klebsiella oxytoca, were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Three (3) cfu of gram-positive bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer's cleaning, disinfecting, and sterilization (cds) process have been requested. At this time, no additional information has been provided. Upon inspection and testing of the subject device, there was no damage found with the device and no repair was necessary. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.